Event description:
It was reported that the patient experienced a power on reset (por) condition. The manufacturing representative stated that "the patient tried many times to clear the por, but it kept occurring." It was noted that the patient did not see an error code number. A day later, it was noted that the patient was able to remove the por with her programmer and turn on her stimulator. The manufacturing representative stated that "everything was working now."

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3550-29, lot# n199454, implanted: 2010 (B)(6), product type accessory. (B)(4).